Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege patient has suffered permanent personal injuries, pain and suffering, and the damages resulting therefrom. Update - additional litigation papers received. Alleged doi is (B)(6) 2006. It is further alleged patient will be having revision surgery on or about (B)(6) 2011. Update: (B)(4) 2012, plaintiffs fact sheet (pfs) received (B)(4) 2012. Changed unk asr hip to asr cup added femoral head.

Event description:
Asr litigation records received. In addition to what were previously alleged, litigation alleges activity limitations, elevated metal ion levels and emotional distress.